Manufacturer narrative:
Device evaluations of battery charger/modem sn (B)(4) and battery packs sn (B)(4) and (B)(4) have been completed. The reported problem (damaged battery charger/modem and damaged battery packs) was confirmed. As received, the monitor would not power on. Upon evaluation, the battery board was burned. The cause of the inability to power on is the damaged battery board. The root cause of the burned battery board could not be positively identified. Upon evaluation of the battery packs, the f1 fuse was open in each of the battery packs. The cause of the open fuse is excessive current. The root cause of the excessive current could not be positively identified. No adverse event resulted from the defective monitor or battery packs.

Event description:
A us distributor contacted zoll to report that a patient's battery charger/modem and battery packs were damaged.